Event description:
(B)(6) received info that ten days post-implant, the right ventricular lead was exhibiting undersensing, loss of capture and high threshold measurements. It was noted that the pt was diabetic and had begun dialysis. The lead was initially monitored. Additional info was later received that sensing continued to decrease and threshold measurements continued to worsen. As a result, this lead was surgically abandoned. No adverse pt effects were noted.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance or pt condition.